Manufacturer narrative:
A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Rupture of the left ventricle is a major complication of valve replacement surgery. It is an infrequent but potentially lethal complication. In general, many intraoperative factors have been considered for the cause of this complication; retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. Direct risk factors contributing to this complication include ischemic myocardium and infected or calcified annuli. Old age, long-standing hemodialysis, and reoperations are indirect risk factors for ventricular rupture. There is no evidence to suggest a manufacturing non-conformance contributed to this event. Based on the information available, the most likely cause is procedural factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11400m mitral valve was explanted at implant due to av disruption. The explanted valve was replaced with a 25mm 11400m valve. Concomitantly the patient underwent a tricuspid valve repair with a 28mm 4900 annuloplasty ring. The patient underwent mvr with 25mm 11400m with posterior leaflet chordal sparing, tv repair with 28 mm mc3 ring and maze. Bypass was weaned, and the patient developed lots of bleeding from the posterior heart. There was a concern for appendage or av disruption, with no obvious source. The procedure was converted from right thoracotomy to sternotomy. The left atrium and mv were exposed, and it looked good but still unable to see the av disruption. Bypass was resumed, and the prosthetic 25mm 11400m valve was explanted. There was a small tear at about the 10 o'clock position on the valve near the left atrial appendage, just below the annulus. It was where the commissure of the anterior and posterior leaflet would have been on the lateral side of the mitral valve. A bovine pericardium patch was placed and the defect was closed with sutures. The next valve was sized down to not put any tension on this area. A 25mm 11400m valve was implanted. Sutures were also placed in the patch through the aorta, because the tear was headed towards the av. Balloon pump was also placed, the patient tolerated the procedure well and was transferred back to room in good condition. It was later learned that the patient expired on pod#7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.